Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter started reading inaccurately when tested with control solution on (B)(6) 2016 8:30pm when she obtained an out of range result of ¿151mg/dl¿ on the subject meter. It was not established what medications the patient took to manage their diabetes. The patient reported that she developed the symptoms of ¿dizzy and weak¿ however she was unable /unwilling to say when these symptoms began. The patient denied receiving any treatment for her symptoms. During troubleshooting, it was established that the patient¿s test strips and control solution had been stored correctly and within their expiry date, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The patient had used the correct control solution and completed the correct testing steps. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.